Manufacturer narrative:
Other relevant history: corrected "from (B)(6) 2018 to unknown" in the supplemental MDR#1. Explant date: corrected to: "(B)(6) 2018" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Other relevant history: corrected to: "(B)(6) 2018" in the initial MDR. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the optic torn. Claim#: (B)(4).

Manufacturer narrative:
Pt ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced for a shorter length lens due to observation of excessive vault and significant reduction of irido-corneal angles within the same surgery. The problem was resolved.